Event description:
The investigation determined that higher than expected vitros valproic acid (valp) results were obtained from two different vitros therapeutic drug monitoring performance verifier (tdm pv) fluids tested on a vitros 4600 chemistry system. Vitros tdm pv I lot b8375 valp results of 34.94 and 35.2 g/ml vs. The baseline mean value of 24.68 g/ml .vitros tdm pv iii lot g8708 valp results of 140.17, 142.76, 146.89, 145.42, >150.0, >150.0, >150.0 and 147.1 g/ml vs. The baseline mean value of 113.1 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no indications that patient samples were affected and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros valproic acid (valp) results were obtained from two different vitros therapeutic drug monitoring performance verifier (tdm pv) fluids tested on a vitros 4600 chemistry system. The assignable cause of the event is an instrument related performance issue. The vitros valp quality control results shifted high after a service event previously performed by an ortho field engineer (fe). Within-lab precision testing was outside of vitros acceptance criteria for the vitros valp assay. An ortho fe performed service actions to the cuvette incubator, cuvatip aspirate and metering trucks. Acceptable performance was obtained following service actions indicating the issue was resolved. (B)(4).